Event description:
Caller reported a malfunction on pump, identified as malf 0, which did not result in customer's blood glucose level exceeding 500 mg/dl. Customer was assisted by technical support in resetting pump, and no recurrence of malfunction code was observed following reset. Customer was advised to continue using pump and to contact support if issue recurs. There was no adverse impact to the customer¿s blood glucose level.